Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of 500ml exactamix eva tpn bags had leaked from the middle administration port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, a photograph of three (3) samples were provided for evaluation. Inspection of the photographs determined that leaks were present in one of the samples. The reported condition was verified in one sample; however, could not be verified from the photograph in the other samples. The cause of the reported condition could not be determined. The remaining two (2) devices involved in this case were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.